Event description:
A report was received from (B)(6) stating that the neuro tip was damaged. It is unknown if the device was used during surgery. It is unknown if injury or medical intervention occurred. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).